Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Additional information was received that the physician confirmed there were no electrodes left inside the patient's body. Sc-2316-50 (sn: (B)(4)) the proximal end was fractured and several electrodes (e13, 14, 15, and 15) were missing. X-ray inspection on the remaining portion of the lead revealed no anomalies. The root cause of the damage was unknown. Sc-2316-50 (sn: (B)(4)) 13 cables were fractured at the bent/kinked sections of the lead body, near the retention sleeve and 1 cm from the clik anchor set screw mark. There are no exposed cables. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the splitter passed all tests performed. No anomalies were found. Sc-4316 one of the eyelets was damaged. There was no missing silicone.

Event description:
A report was received that the patient had lost coverage and had some high impedances. The patient underwent a revision procedure wherein both leads and splitters were replaced. The patient was reportedly doing well postoperatively. Device malfunction was suspected.

Event description:
A report was received that the patient had lost coverage and had some high impedances. The patient underwent a revision procedure, wherein both leads and splitters were replaced. The patient was reportedly doing well postoperatively. Device malfunction was suspected.